Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus). The tubing migrated into the bladder so the device was removed after a bladder augmentation procedure.

Manufacturer narrative:
Combination product? - corrected.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus). The tubing migrated into the bladder so the device was removed after a bladder augmentation procedure.